Event description:
It was noted that two 5f xb3.5 guiding catheters broke in the extremities. It was not possible to use them. This was noticed during prep.

Manufacturer narrative:
This medwatch reflects two products with the same catalog and lot numbers. Add'l info will be submitted upon 30 days of receipt.